Manufacturer narrative:
Concomitant medical products: product ID: 8780,serial# (B)(4). Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (5 mg/ml at .5 mg/day) via an implantable infusion pump. It was reported that no cerebrospinal fluid (csf) flow was able to be pushed through from the catheter. There were no environmental/external/patient factors that may have led or contributed to the issue. The catheter was discarded and a new catheter was implanted. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.